Manufacturer narrative:
Product analysis cannot be performed by the manufacturer as the device in question remains implanted in the patient. The most probable root cause to coil migration may be due to the incorrect coil size selected for this procedure. The following is stated under the warning section of the dfu: "coil selection is a matter of physician preference and the clinical situation...selection of a coil diameter smaller than the vessel diameter may result in coil migration." The root cause for unexpected detachment of the coil cannot be determined definitively. Unexpected coil detachment may result if the introducer sheath is not exactly align with the hub of the catheter - the attachment hooks would most likely separate causing the coil to detach in the hub of the catheter. In addition, if continuous flush is not maintained, resistance of the coil in the catheter may occur, which may lead to unexpected detachment of the coil. Users are instructed per the dfu (directions for use) to "maintain continuous flush in order to achieve optimal performance and manipulation of interlocking detachable coils." If coil repositioning is necessary, it is recommended in the dfu to "gently retract the coil under fluoroscopy. If repositioning is difficult, remove and discard the coil. Take care not to retract the coil too quickly or against resistance. Doing so may result in stretched coil or damage to the interlocking function," which may cause the coil to unexpectedly detach.

Event description:
It was reported to the manufacturer, that a customer encountered procedure difficulties during use of a detachable coil: during the procedure, the physician tried to deploy the coil (device in question) in the lesion, but realized that the coil was smaller than the target lesion. As the physician had thought that the coil was fully retracted back into the introducer sheath (it was later found that the coil had unexpectedly detached at the hub of the microcatheter), he attempted to remove the coil from the patient. The physician then proceeded to advance the next coil. Resistance was felt when the physician tried to advance the next coil through the catheter. In an attempt to relieve the resistance felt in the catheter, the physician (unaware that the coil was currently in the catheter) flushed the catheter with saline, and the coil was migrated to the vessel. An unsuccessful attempt was made to retrieve the coil with a snare. The coil remains outside of the target lesion, at the bifurcation of the left hepatic artery. It was reported that the patient and the patient's major vessel has "no influence from this event." The procedure was successfully completed with another coil from the same product family.